Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies were observed during bench testing. Analysis found the lcd (liquid crystal display) was missing pixels. The lower case was dented and the side bail covers were broken.

Event description:
It was reported there was self test failure. The device was returned for trade-in. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.